Manufacturer narrative:
H3: analysis of the implantable electrical stimulation lead (serial number (B)(6)) found all conductors were broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient has had intellis device for a little less than a year. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that none of the groups work because "settings not available" comes up when patient tried to adjust any of the settings. Patient said that the implant had been turned off so that it wasn't working at all for her and her pain had returned so she needed pain meds. Patient said normally she wouldn't need pain medication anymore when the stimulator was working for her. Patient said first time settings not available came up was on one of the groups so she met with rep ((B)(6)) that reset all three groups and rep explained that settings not available meant that one of the electrodes slipped and wasn't working. Patient had met with rep, had fully charged implant and tried all groups available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient is going to call hcp to make appointment, patient said she was going to request x-ray to see if leads were in right place still. Patient also said she was going to call rep back about issue, pss is sending message to rep about situation. Additional information from the rep indicated that the issue began on (B)(6) 2021. The cause of issue was determined to be due to high impedances. Reprogramming resolved the issue. It was reported that in (B)(6) 2021 the patient's ins started "acting up" and they found out that one of their leads was broken. Patient said they will have surgery and the reason for their call was to ask questions about the surgery and financial obligations. The patient was redirected to their health care provider and medtronic representative to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2021; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that rep is in the or for a lead revision case. The caller states that the pt is having the revision because one lead was 'bad', showing contacts >40k ohms. During this case, both leads were explanted and to be replaced. The caller states that one of the new leads appears to have in range impedances but the other lead shows issues. The caller notes when the switch the leads in the ports, the issue follows the one 'bad' lead in particular. During the call the caller noted that in the 8-15 port all contacts showing >40k ohms except 15 is green. It was reviewed that generally if all contacts are greater than 40k ohms than it is likely an alignment issue or the lead is not fully inserted. The caller states they have wiped down and taken the lead out to troubleshoot. The caller was concerned that the lead is acting the same as the lead that was explanted (the initial lead with the initial impedances problem). It was reviewed because the impedance issue is following the lead, it is unlikely the ins is the issue. It was reported that the lead would be sent back for analysis, cause not determined. Lead was re-seated, dried the lead, changed ports and the >40k ohms followed the lead to the other port. The lead was removed lead and placed a new lead. It was confirmed that both leads were replaced on (B)(6) 2021.

Manufacturer narrative:
H10. Additional information regarding manufacturer report#: 2182207-2021-00809 will be submitted as a supplemental under this report . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.